Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated scan errors while attempting to pair a freestyle libre 3+ sensor with a compatible smartphone, despite app restart and verification that the sensor was new and not connected to the manufacturer¿s app. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included technical support troubleshooting and referral to the sensor manufacturer¿s support for further assistance. Investigation of this case revealed a failure to establish communication between the sensor and app consistent with a device communication or pairing malfunction. It was concluded that the event was related to a sensor/app communication error without patient harm.